Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the oxygen mixer. The ht70 oxygen mixer assembly was returned for failure investigation. The part was attached to the test ventilator, the oxygen mixer made abnormal noise. Disassembly of the mixer revealed adhesive on the mixer's diaphragm had failed. Replacement of the diaphragm and inner housing resolved the issue. The returned component was scrapped. Conclusion: adhesive failure. The cause of the failure was diaphragm adhesive failure with the inner housing. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, an abnormal noise was generated from the oxygen mixer. Ventilation was not interrupted, the ventilator was continuously used. There was no harm to the patient as a result of the event. The ventilator was evaluated by a third party and the oxygen mixer was replaced. The ventilator passed self-testing.